Manufacturer narrative:
The field service engineer found cotton residue on the diluent nozzle, he removed the residue and performed checks. The customer ran calibration, qc, and precision testing which were acceptable. The calibration contained alarms on the day of the event. The qc was noted as erratic. The customer reported they did maintenance, recalibrated, and re-ran qc after the event with acceptable results. The alarm trace contains no conspicuous alarms on the date of the event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for about 19 patients with the cobas 8000 cobas ise module. The reporter provided the following example of questionable results for one patient sample: the initial na result was 164 mmol/l. The repeated result was 142 mmol/l. The initial k result was 4.7 mmol/l. The repeated result was 4.1 mmol/l. The initial cl result was 120 mmol/l. The repeated result was 105 mmol/l. The questionable results were reported outside the laboratory. The repeated results were deemed correct. The na electrode lot number was g9443. The k electrode lot number was p9237. The cl electrode lot number was b2566. The expiration dates were requested but not provided.